Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Device received with normal operating currents. No pump heating up noted during testing. Device received with cracked case(battery tube), cracked battery tube threads and faded serial number label. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. Customer stated insulin pump's buttons were stuck causing alarms. Customer stated hairline was crack in retainer ring. Customer had to change the batteries in less than 7 days. Customer stated insulin pump was overheating. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.